Manufacturer narrative:
The device was evaluated, and the customer¿s allegation was confirmed. It was reported that the aspiration issue was possibly due to foreign material issue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation

Event description:
The customer reported to olympus that the evis exera ii small intestinal videoscope experienced problem with the aspiration system this medwatch report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the foreign material could not be determined. The identity of the foreign material could not be determined. Additional information about the event was requested, but was not available. If additional information is received, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.